Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: unit received with the lock having rotational and lateral movement and a residue buildup was present. New components were added to replace worn internal parts. Root cause: complaint confirmed via inspection of the unit. There was movement in the lock, and it required replacement of worn internal parts and preventive maintenance. Probable root cause is routine use and wear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the locking knob on the mayfield modified skull clamp (a1059) did lock but the metal piece between the rocker arm and the locking knob had movement. There was no patient injury or delay in surgery as this was observed before the procedure.